Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, parity 1, multi gravida, abdominal pain, depression and anxiety. Concomitant products included naloxone, lidocaine, fluoxetine, diphenhydramine and clonazepam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1262 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2016: findings: pelvis: bilateral essure devices. Uterus and adnexa otherwise normal. Vaginal tampon is incidentally seen. [Pathology test] on (B)(6) 2016: specimens: bilateral fallopian tubes with essure. Diagnosis: fallopian tubes, bilateral, excision: no evidence of malignancy. Focal fibrous obliteration of lumen with scant embedded amorphous debris, unilateral. Contralateral fallopian tube with no significant histologic abnormality. Medical surgical hardware. Gross description: fallopian tube (5.0 x 0.5 x 0.5 cm), three segments of another fallopian tube without fimbria aggregating to 5.0 x 6.5 x 0.5 om), and two metallic coils (each measuring 4.0 x 0.2 x 0.2 cm). [Ultrasound scan vagina] on (B)(6) 2016: findings: uterus is normal in size and appearance. No focal lesions are seen. Bilateral fallopian implants are noted, tne endometrial stripe measures 2 mm. Right ovary measures 2.5 x 1.3 x 1.7 cm and has a normal sonographic appearance. Left ovary measures 3.3 x 2.2 x 1.9 cm and has normal sonographic appearance. Both the ovaries demonstrate normal vascularity. No free fluid is seen in the pelvis. Impression: normal transvaginal ultrasound with normal appearance of the ovaries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lab data (surgical pathology report) added. Medial history, concomitant condition, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2015, 865 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.